Event description:
The co was informed that the pt's electrode array has migrated out of the cochlea. The pt underwent surgery to reposition the electrode array in 2008. The pt continues to be monitored by the center.